Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) new safety disk failed membrane leak test during scheduled preventive maintenance (pm). There was no patient involvement.

Manufacturer narrative:
E1(event site telephone: (B)(6)). It was reported that the cardiosave intra-aortic balloon pump (iabp)new safety disk failed membrane leak test during scheduled preventive maintenance (pm). A getinge field service engineer evaluated unit and replaced safety disk. Complete pm with full calibration,functional testing and safety check to factory specifications. Returned to customer and cleared for clinical use. No patient involvement, the defective components were received for further investigation. The national repair center installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per and the cardiosave service manual. The nrc verified the failure of the safety disk failure of the membrane differential pressure with the results of 8 mmhg. Factory specification is +/- 6mmhg. This part is no longer going to sustaining for further analysis. The investigation is completed. Retaining this part in the fat dept. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. Fse did not visit the site.